Event description:
Additional information was received indicating noise was still present on both the shock and right ventricular (rv) lead channels resulting in pacing inhibition greater than 2 seconds and non-sustained ventricular tachycardia (nsvt). The noise can be reproduced with isometrics. It was noted that the previous physician had opened the pocket on several occasions in the last few years for various reason and is no longer with the healthcare facility. Threshold measurements have increased and pacing impedance measurements have also increased but remains within normal limits. A boston scientific technical services (ts) consultant was contacted regarding this issue and discussed the lead may have been damaged in the process of opening the pocket. The new physician would like to refer the patient to another facility for lead management and possibly a lead extraction. No adverse patient effects were reported.

Event description:
Additional information has been requested regarding the disk analysis and resolutions; however, no further information is currently available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed out of range shock impedance measurements on the competitor's right ventricular (rv) lead.the patient was brought in for a commanded test and defibrillation threshold testing in which the impedance measurements returned to normal. When the patient returned home, another out of range shock measurements was observed. All other measurements are stable and normal and no noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
The disk analysis indicated that the shock impedance measurements have been greater than 200 ohms since one week after implant. A technical services (ts) consultant contacted the field representative regarding the disk analysis and discussed checking the shock impedance measurements in another configuration. Ts indicated there could be a possible connection issue where the terminal pin of one of the df terminals is not all the way into the header of the device.

Manufacturer narrative:
Our records indicate this device remains implanted. A save to disk was performed and submitted for analysis. Upon completion of the disk analysis, this report will be updated.

Event description:
Additional information from the field representative indicated that different configurations were attempted; however were unsuccessful. The physician was notified of the disk analysis findings and will take appropriate actions to repair the issue.